Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was unable to reproduce the issue during system test drive. Fse reviewed error logs and noticed two errors 100 (setup joint (suj) moved without being clutched on sujd wrist). The error 100 occurred during the first case on universal surgical manipulator (usm4). The second error 100 occurred during the second case. Fse informed clinical sales representative (csr) to ensure bedside staff are maintaining clearance of the usms while in use. System has been verified and ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause is due to a user-related issue. Based on fse field evaluation, the system issue was due to due to the customer not maintaining clearance of the usms while in use.

Event description:
It was reported that while troubleshooting at the customer site, the intuitive field service engineer found that error 100 had occurred during the previous procedure, indicating that universal surgical manipulator (usm4) had non-intuitive motion at the set up joint (suj). No known impact or patient consequence was reported.